Event description:
On 13-mar-2009, stryker biotech learned of a case in the literature (schuberth, john m., didomenico lawrence a., mendicino, robert w., "the utility and effectiveness of bone morphogenetic protein in foot and ankle surgery" the journal of foot and ankle surgery, (prepublication) 2009: 1-6) involving ten patients who experienced wound drainage after receiving op-1 implant for an unspecified foot/ankle procedure. No additional details are provided. Further information will be requested from the authors regarding additional cases of wound drainage. This initial MDR is being submitted as an aggregate report until further information is received.